Event description:
Caller tested 5.3 inr on the coaguchek s system while a professional method returned as 3.5 inr. Caller held his dose of marcumar for 2 days based on the meter result. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B) (6).